Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs and replicate issue in-house. The unit was tested on an in-house system in normal mode where it triggered a 319 error. It was also tested on a fixture test platform where it failed check all boards present on axes controller carriage and fiber test rolling loop. A golden rolling loop fiber was installed, and unit pass check all boards present and fiber test on retry.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) 4 to resolve the reported issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, universal surgical manipulator (usm) 4 kept faulting. Prior to calling intuitive surgical, inc. (Isi) technical support, the customer had undocked and power cycled the system. An isi technical support engineer (tse) noted errors 319 on usm 4. The system powered back on and faulted again with error 319 on usm 4. The tse walked the customer through a hard power cycle and had the customer perform an emergency power off (epo), but the system faulted again on power up. The tse inquired if the surgeon was able to continue with 3 usms or if they had a second patient side cart (psc) to use. The procedure was converted to laparoscopy with no reported injury.